Manufacturer narrative:
Bayer case number: (B)(4). I've already had mine removed [medical device removal]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("I've already had mine removed") in a female patient who had essure inserted for female sterilisation. As concurrent condition the report mentioned menopause. On an unknown date, the patient had essure inserted. On an unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-jan-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number:(B)(4). I've already had mine removed [medical device removal] case narrative: this spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("I've already had mine removed") in a female patient who had essure inserted for female sterilisation. As concurrent condition the report mentioned menopause. On an unknown date, the patient had essure inserted. On an unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-jan-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). , it wasn't in any of the fallopian tubes, it was in the uterine cavity [partial expulsion of device]. Intense kidney pain / more akin to a seven-month-long labour, childbirth-like contractions around the kidneys [kidney pain]. Abdominal swelling [swelling abdomen]. One of my legs would go numb [numbness in leg]. I gained a lot of weight [weight gain]. Illness [illness]. Fibromyalgia [fibromyalgia]. I am allergic nickel [nickel allergy]. Case narrative: this spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of device expulsion (", it wasn't in any of the fallopian tubes, it was in the uterine cavity") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. As concurrent condition the report mentioned menopause. In 2010, the patient had essure inserted. On unknown date she experienced device expulsion (seriousness criterion intervention required), renal pain ("intense kidney pain / more akin to a seven-month-long labour, childbirth-like contractions around the kidneys"), abdominal distension ("abdominal swelling"), hypoaesthesia ("one of my legs would go numb"), illness ("illness"), fibromyalgia ("fibromyalgia") and allergy to metals ("I am allergic nickel") and was found to have weight increased ("I gained a lot of weight"). The patient was treated with surgery (to remove essure). Essure was removed on 17-dec-2025. At the time of the report, the renal pain, abdominal distension, hypoaesthesia, illness, fibromyalgia and allergy to metals were resolving, the device expulsion had resolved and the weight increased had not resolved. The reporter considered abdominal distension, allergy to metals, device expulsion, fibromyalgia, hypoaesthesia, illness, renal pain and weight increased to be related to essure administration. The reporter commented: the improvement has been remarkable, the only thing that remains is the weight I've gained. So, you'll understand that yes, it was from essure. When he operated on me, he couldn't find the essure in the tube where it was supposed to be. The dr upon seeing that the right fallopian tube was non-viable, told me that he had left it inserted into the left one, very slightly but inside the tube... Well, it wasn't in any of the fallopian tubes, it was in the uterine cavity. According to my gynecologist, since I entered menopause and the uterus began to undergo the transformations typical of age, these discomforts began to intensify in a very bothersome way. I'm only letting you know because it would be good if everyone who has the essure implanted were notified. If I hadn't experienced bleeding, I would have thought I had a much more serious illness, fibromyalgia, which is what it starts to develop at some point so take action and help so that other women don't have to go through what I've gone through. Thank you. Sorry, I forgot to mention that at the time I was told that the material the essure was made of was titanium, but it was also made of nickel, to which I am allergic. Tomorrow, 27 january, I have an appointment with dr for a check-up, but honestly, I feel infinitely better. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-jan-2026: event medical device removal replaced with nickel allergy. New events kidney pain, abdominal swelling, leg numbness, illness, fibromyalgia was added. Additional reporter added. Patients date of birth updated. Essure insertion & removal date updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). I've already had mine removed [medical device removal]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("I've already had mine removed") in a female patient who had essure inserted for female sterilisation. As concurrent condition the report mentioned menopause. On an unknown date, the patient had essure inserted. On an unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.